Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID neu_siliconeanchor product type accessory h3: analysis of the implantable neurostimulator (ins) 977119 serial # (B)(6) found that the ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3: corrected aware date of the reportable information to 2026-02-13, was 2025-11-24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that since implant the device has never helped with their pain. Patient stated they have gained/loss weight since the implantable neurostimulator (ins) was implanted and they want to have the therapy removed. The patient states the device is sticking out of their back over a centimeter. Pt also stated it takes them 4 hours to charge the device because it moves every time they move. Pt mentioned they have a doctor's appointment tomorrow and wanted to make sure a manufacturer representative (rep) will be there. Agent reviewed the manufacturer's role and the rep's and redirected them to their doctor. Pt states the doctor reviewed and patient wanted to ensure a rep will be there. Agent reviewed rep role and redirected to the doctor. Rep reported that entire system was removed on (B)(6) 2025 by managing hcp listed in original call as patient was not getting much pain relief.